Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified cephalic vein. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with different device. No patient complications nor injuries were reported.